Event description:
A 75-year-old f patient being brought emergently to the operating room for removal of an intra-arterial foreign body in the left common femoral artery at the site of attempted perclose placement. The perclose device was not wedged in the artery by the footplate. The footplate was in the subcutaneous tissue. The suture appeared to be caught somehow around the end of the device avoiding its removal. After cutting the suture it slid out easily. There did appear to be a significant posterior medial plaque which was slightly disrupted and could have been part of the culprit. Nonetheless there were excellent pulses following repair. There were additional concerns that the footplate of the perclose device malfunctioned. A perclose device deployed in the right from arteriotomy site 26 mm medtronic corevalve was advanced across the aortic annulus. Using right ventricular pacing and ascending aortography the valve. Follow-up transthoracic echo and ascending aortography revealed excellent result which had fully deployed. The delivery system removed. The perclose device was deployed in the right from arteriotomy site. The 8 french angio-seal was also placed. Hemostasis was obtained. The patient was transported to the hybrid operating room for cutdown left femoral artery for the retained perclose device. Medtronic.